Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral device would not recognize the external power supply and the internal battery would not charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device and battery by resmed. Review of the device logs showed that the battery was within specification. Performance testing on the returned astral unit confirmed the reported charging issue. The device investigation determined that the device fault was due to a single component failure in the main pcb. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).